Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on october 22, 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2014 by (B)(6), m.d., at (B)(6) hospital and medical center in (B)(6). The complaint alleges that the filter has caused perforation. The complaint specifically alleges ¿six struts of the ivc filter perforate the wall of the inferior vena cava and two of the struts contact the aorta.¿ the complaint further specifically alleges an increased risk of progressive perforation, migration, fracture, embolization, and occlusion. Argon¿s attorneys are attempting to gather additional information.